Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Reportedly, the customer corrected the pump time and resumed insulin therapy. Additionally, it was reported that the cartridge was leaking at the septum and that resistance was experienced during the fill process with multiple cartridges. Customer's blood glucose level ranged between 50-400 mg/dl which was addressed by drinking soda and eating a cookie. Reportedly, the customer changed pump supplies to resolve issue.